Event description:
It was reported that the shock lead impedance on the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system measured greater than 200 ohms, which was high out of range. This was an acute increase because of a cardioversion that was done. Technical services (ts) suggested reprogramming and isometrics as troubleshooting. It was noted that reprogramming was done. Prior to this report, a pocket revision was performed due to patient pain at the implant site. The rv lead was not manufactured by boston scientific. No additional adverse patient effects were reported. Currently, this crt-d remains in service.